Event description:
Additional information was received and it was reported that the existing catheter was fractured at the patient's back. It was unknown if the fracture existed prior to opening the incision or if it occurred during her replacement surgery; it was also unknown how the fracture occurred. The patient¿s dose prior to surgery was 196 mcg/day per this reporter. The patient¿s symptoms were well-controlled prior to surgery. Dose titration was continuing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the routine pump replacement, they could not aspirate from the catheter. The catheter was found disconnected from the pump, so they were questioning how much drug the patient was getting. The pump was delivering baclofen (500 mcg/ml @ 190 mcg/day). They knew the patient was getting some of the drug because when she was totally off of it she got spastic. A new catheter was implanted. The day after the pump and catheter replacement the pump dose was lowered. Dose titration was continuing.

Manufacturer narrative:
(B)(4).